Event description:
It was reported that during a bankart surgery the device could not be properly fixated. The customer reported that the surgeon fastened them and it seemed that they were seated but when the surgeon tried to tie them the devices became loose one by one. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a a different device (1.6 anchor). It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.